Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 2017865-2020-03489. It was reported that the patient presented in the hospital with an bacterial infection and possible sepsis. There is no known allegation from a health professional that suggests the infection was related to the single chamber implantable cardioverter defibrillator system. The physician explanted the device and right ventricular lead and amputated the patient's right foot after the explant. The patient was recovering post-procedure.